Event description:
It was reported to boston scientific that a hydrothermablator (hta) procedure set was being prepared for use in 2008. According to the complainant, during setup, they found an extra loose screw in the procedure kit. A second hydrothermablator procedure set was used to set up. There was no patient involvement.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date is unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.